Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19-mar-2026, a distributor reported via email that an ar-3740sp double loaded knotless knee fibertak anchor did not deploy properly during a lateral extra-articular tenodesis (let) following an acl reconstruction. The tip of the inserter broke inside the knee. The surgeon used the 2.6 mm drill bit and guide, drilled twice, and noted that the bone was not excessively hard. A second anchor was used in the same previously prepared hole and deployed successfully. This was discovered during a procedure on (B)(6) 2026. Additional information was received on 26-mar-2026: it was confirmed that the tip of the inserter broke during use, while the anchor itself remained intact. The broken fragments from the inserter were not retrieved from the bone. The anchor was removed, but the small piece of the inserter that remained in the bone was not extracted. The procedure was completed using a replacement ar-3740sp double-loaded knotless knee fibertak anchor. The surgery was delayed approximately 10 minutes, and it is unknown whether additional anesthesia was administered. No adverse effects were reported.